Manufacturer narrative:
Upon receipt, a visual inspection revealed the conductor coil was fractured and deformed, as a result of induced damage. The rs coil was fractured approximately 258mm from the terminal pin and the inner insulation was abraded in a spiral-shaped fashion. The location and fracture site morphology strongly suggests impingement coupled with motion over time as the cause of the cathode fracture.